Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing. High threshold was noted and there was a large increase noted in the atrial capture threshold in recent weeks. The lead remains in use. No patient complications have been reported as a result of this event.